Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system needs a new lamp. The timing of the event and patient impact are unknown. Additional information has been requested.

Manufacturer narrative:
The customer called the company representative to inquire about the purchase of a new lamp. The customer determined that a new lamp was no longer required. No additional information has been provided. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 3, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).